Event description:
It was reported that the user experienced hyperglycemia and administered 10 units of external insulin while remaining connected to the ilet for approximately 10 minutes, after which the user disconnected following guidance. Symptoms included elevated blood glucose. Outcomes included no alarms and no hospitalization. Investigation included user education and troubleshooting regarding appropriate device use when taking external insulin. Investigation of this case revealed user error related to concurrent external insulin dosing while connected to the ilet, with no device malfunction reported or observed. It was concluded, based on previously established findings for similar reports, that the cause was use error.